Manufacturer narrative:
The investigational analysis completed 2/19/2020. The device was visually inspected and it was found in good conditions. During a second closer inspection reddish material and a hole inside the pebax with exposed metal was observed. The magnetic, temperature and force features were tested and no issues were observed. A manufacturing record evaluation was performed, and no internal actions were found during the review. The customer complaint regarding force data streaming error cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(6).

Event description:
It was reported that a patient, underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially it was reported that a force data streaming error occurred. The cable was replaced, but the issue persisted. Catheter replacement resolved the issue. There was no delay and the procedure was successfully completed. No adverse patient consequences were reported. The observed force and data streaming error issues have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. Upon initial inspection, no physical damage or anomalies was observed. Further testing was then performed. During a second visual inspection on 2/12/2020, the bwi pal observed reddish-brown material inside the pebax and a hole, exposing metal. The observed hole has been assessed as an MDR reportable malfunction. The awareness date has been reset to 2/12/2020.

Manufacturer narrative:
During an internal review on 5/5/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 9/4/2020 and section h4 manufacture date has been updated with 9/5/2019. Manufacture reference no: (B)(4).